Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, no damage to the keypad or evidence of moisture/corrosion in the pump was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/06/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 05/22/2015 with the following findings:on investigation, the alleged unresponsive buttons issue was not duplicated. The pump powered up to the display with auditory and vibratory features. All the buttons responded properly. Removal of the keypad cover did not find any damages or contamination to the button contacts. Related to the complaint, the keypad cover was found to be torn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.